Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for gastric stimulation. It was reported that the hcp needed assistance with the implant removal. It was noted that the patient told the hcp the device didn't work, the patient needed an MRI, and the device was preventing them from having an MRI. No patient symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of the device not working was not known, the device was not explanted, and the hcp needed to schedule for removal. No further complications were reported/anticipated.